Event description:
The pt has two model 3286 leads from the same lot. It was reported the pt lost stimulation from her cervical scs system due to invalid impedances on her leads. An sjm representative met with the pt and was able to provide effective stimulation after reprogramming the system. X-rays were taken and confirmed the pt's leads had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.